Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they experienced high blood glucose and their insulin pump had received multiple error alarms. The customer¿s blood glucose level was 33 mmol/l. The customer treated with the pump. The customer states they are not able to rewind the pump. Troubleshooting was performed for error alarm and advised the pump requires replacement and to discontinue use of the pump. Advised to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 37 noted during testing.